Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the reload got stuck on the stapler. The surgeon was not able to press the green button. The surgeon opened another stapler to complete the case. There was no patient injury.